Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: tip breakage: event details: during the intermediate check, rupture of the tip of the bd plastipak syringe containing the chemotherapy in the screw thread of the baltacci 1.2f catheter lot 00496281. We transferred the remainder of the chemotherapy (21 ml) to a new syringe with a loss of 3 ml during transfer. We repeated the microcatheterization of the ostium of the left ophthalmic artery. Extension of the intervention time, re-catheterization necessary with additional equipment and traumatic risk, loss of 3 ml volume of chemotherapy, unsafe handling of chemotherapy to transfer it to a new syringe.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. One sample was provided to our quality team for investigation. Upon visual inspection, we observed that the tip of the device had broken off, verifying the reported incident. A device history review was performed for reported lot 2502003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Based on the available information, we are unable to determine a root cause linked to our production process at this time. It is possible that the tip may have broken due to the force applied during use.